Event description:
It was reported that during a total knee arthroplasty surgery, while using the robotic-assisted solution satellite station device, it was observed that the saw was cutting out and the cuts were uneven. The surgeon cleaned up the cut with a manual saw and no instruments were needed. It was reported that the surgeon visually detected the issue after the resection. The robot was not mounted to the bed. There were no delays to the surgical procedure, and the surgery was completed successfully. The device was operated in conjunction with the robotic-assisted solution base station device and the robotic-assisted solution saw handpiece device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.